Manufacturer narrative:
Concomitant medical products: product ID tyrx-aae antibacterial absorbable envelope implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection a few weeks after the implant of a cardiac resynchronization therapy pacemaker (crt-p) system with an absorbable envelope. The crt-p system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed.returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a (B)(6) a few weeks after the implant of a cardiac resynchronization therapy pacemaker (crt-p) system with an absorbable envelope. The crt-p system was explanted. The patient later received a leadless pacemaker system. No further patient complications have been reported as a result of this event.